Event description:
Patient was revised for anterior knee pain. There was loosening of tibia component at an unknown interface reported upon exploration. Tibia, poly and patella exchange was performed. Attune fb knee originally implanted in 2014. Doi: unknown. Dor: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The device code was updated from implant loosening: interface - unknown to implant loosening: interface - cement to implant.

Event description:
Additional information received: a. Please confirm the valid lot no and product code of unk attune knee tibial tray. B. Please confirm the loosening interface. Was it cemented or non-cemented? If cemented, please provide the details of the cement used. C. Quantity involved for depuy cement? A) tibial tray reference number: 1506-40-004. B) loosening interface was cement to implant. C) 2 ghv cement used for the original surgery.